Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had their device removed a few months prior. The exact explant date was unknown. There were no reported patient complications or device issues.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient had their device removed due to the patient not seeing improvement in their symptoms despite multiple attempts to reprogram. The patient also had chronic pelvic pain that existed prior to the device and they believed that the device was making the pain worse. There were no known device issues.

Manufacturer narrative:
Product code (d2b) - additional product code qonpremarket / 510(k) # (g4) - additional premarket / 510(k) # p190006udi for concomitant product, tined lead:(B)(4).correction: obtained correct explant dateaddition: added UDI for concomitant product and serial number for tined lead

Event description:
It was reported that the patient had their device removed due to the patient not seeing improvement in their symptoms despite multiple attempts to reprogram. The patient also had chronic pelvic pain that existed prior to the device and they believed that the device was making the pain worse. There were no known device issues.